Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a call service 064 alarm was observed in the black box. The prime steps were performed successfully with no issues. The pump was exercised for 24 hours with no alarms occurring. The battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were call service 064 alarms. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.